Manufacturer narrative:
Investigation summary: the reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved an unspecified ICU medical device where the customer reported a red alarm on the monitor regarding blood pressure. The nurse observed the sensor tubing was cut. Manual compression was applied, followed by clamping of the line with a kocher clamp. The entire line was replaced. There was unknown patient involvement, unknown adverse event/human harm.